Event description:
It was reported that during ptca treatment procedure the quantum maverick monorail balloon ruptured at 18 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in proximal lad coronary artery. The quantum maverick monorial balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.